Event description:
The customer reported clenz cleaner solution leaked onto the counter while performing system startup involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer discontinued use of the instrument and a field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.

Manufacturer narrative:
The field service engineer (fse) opened the right side of the instrument panel and discovered a hole in the black I-beam tubing which caused the fluid leak. The fse replaced the tubing and performed multiple tests successfully. Service activity was verified to meet specified requirements per established procedure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).